Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. Traces of moisture were noted at the display board per visual inspection. No back light anomaly was noted. The insulin pump was received with a cracked case at the display window corners and a scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. It was stated that the customer was out in the water on a boat in the ocean before the alarm occurred. Customer went into the water with her pump on. Blood glucose value is 377 mg/dl. Father declined to troubleshoot for high blood glucose. Nothing further reported.